Event description:
It was reported that the patient observed a ¿call your doctor¿ icon on the programmer unit and a power-on-reset (por) condition on their implantable neurostimulator (ins) following spinal fusion surgery. It was noted that this was the last time the patient felt any stimulation. The patient was now in rehabilitation for their back and was expected to be there until the end of the month. Additional information reported that the patient met with the manufacturer¿s representative at the physician¿s office on (B)(6) 2013 at which time they were reprogrammed and was going to follow up back at the office on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3093-28, lot # v867752, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information reviewed indicated that patient "started having urinary incontinence problem and was trying to figure out what the heck to do about it". It was indicated that this thing has worked so fabulously and was so happy with it. Additional information has been requested but was not available at the time of this report.